Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("perforated her bowel / perforation (other) : bowel"), device breakage ("device breakage") and device dislocation ("a coil had migrated") in a 73-year-old female patient who had essure (batch no. 774379) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), abdominal distension ("bloating"), menstruation delayed ("lack of menstrual cycle"), anxiety ("anxiety") and back pain ("back pain"). The patient was treated with surgery (surgical procedure to remove the migrated coil). Essure was removed in 2011. At the time of the report, the gastrointestinal injury, device breakage, device dislocation, pelvic pain, abdominal pain, migraine, headache, weight increased, abdominal distension, menstruation delayed, anxiety and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, device breakage, device dislocation, gastrointestinal injury, headache, menstruation delayed, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: trailing coils: left 4, right 2. Diagnostic results: on an unspecified date, hysterosalpingogram was done, report not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("perforated her bowel / perforation (other): bowel"), device breakage ("device breakage") and device dislocation ("a coil had migrated") in a 73-year-old female patient who had essure (batch no. 774379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), abdominal distension ("bloating"), menstruation delayed ("lack of menstrual cycle"), anxiety ("anxiety") and back pain ("back pain"). The patient was treated with surgery (surgical procedure to remove the migrated coil), surgery (surgery to remove essure) and surgery (surgical procedure to remove the migrated coil). Essure was removed in 2011. At the time of the report, the gastrointestinal injury, device breakage, device dislocation, pelvic pain, abdominal pain, migraine, headache, weight increased, abdominal distension, menstruation delayed, anxiety and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, device breakage, device dislocation, gastrointestinal injury, headache, menstruation delayed, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: trailing coils: left 4, right 2. Diagnostic results: on an unspecified date, hysterosalpingogram was done, report not provided. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet and medical record received. Reporter added. Plaintiff demographic added. Essure lot number added. New events- headaches, device breakage, weight gain, back pain, bloating, lack of menstrual cycle and anxiety were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ('perforated her bowel / perforation (other) : bowel'), device breakage ('device breakage/breakage') and device dislocation ('a coil had migrated') in a 73-year-old female patient who had essure (batch no. 774379) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: *on an unspecified date, hysterosalpingogram was done, report not provided. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), migraine ("migraines/migraine"), headache ("headaches"), abdominal distension ("bloating/ bloating"), menstruation delayed ("lack of menstrual cycle"), anxiety ("anxiety/psych injury"), back pain ("back pain/back pain") and gastrointestinal disorder ("bowel") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgery to remove essure and surgical procedure to remove the migrated coil). Essure was removed on (B)(6) 2011. At the time of the report, the gastrointestinal injury, device breakage, device dislocation, pelvic pain, abdominal pain, migraine, headache, weight increased, abdominal distension, menstruation delayed, anxiety, back pain, hormone level abnormal and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, device breakage, device dislocation, gastrointestinal disorder, gastrointestinal injury, headache, hormone level abnormal, menstruation delayed, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: trailing coils: left 4, right 2 received treatment for back, breakage. (B)(6) 2010 as per ppf discrepancy noted in insertion date diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) conducted- not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. New events added: hormonal changes and bowel. Lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of gastrointestinal injury ("perforated her bowel / perforation (other) : bowel"), device breakage ("device breakage/breakage") and device dislocation ("a coil had migrated") in a 37 year-old female patient who had essure inserted (lot no. 774379) for female sterilisation. Additional non-serious events are detailed below. Medical conditions: on an unspecified date, hysterosalpingogram was done, report not provided. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced gastrointestinal injury (seriousness criteria, medically important and intervention required), device breakage (seriousness criteria ,medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), migraine ("migraines/migraine"), headache ("headaches"), abdominal distension ("bloating/ bloating"), menstruation delayed ("lack of menstrual cycle"), anxiety ("anxiety/psych injury"), back pain ("back pain/back pain") and gastrointestinal disorder ("bowel") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgical procedure to remove the migrated coil and surgery to remove essure). Essure was removed on (B)(6) 2011. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, device breakage, device dislocation, gastrointestinal disorder, gastrointestinal injury, headache, hormone level abnormal, menstruation delayed, migraine, pelvic pain and weight increased to be related to essure administration. The reporter commented: trailing coils: left 4, right 2. Received treatment for back, breakage. (B)(6) 2010 as per ppf discrepancy noted in insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] on (B)(6) 2011: essure confirmation test(s) conducted- not provided. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: patient age & age group created. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("perforated her bowel") and device dislocation ("a coil had migrated") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and migraine ("migraines"). The patient was treated with surgery (surgical procedure to remove the migrated coil). Essure was removed in 2011. At the time of the report, the gastrointestinal injury, device dislocation, pelvic pain, abdominal pain and migraine outcome was unknown. The reporter considered abdominal pain, device dislocation, gastrointestinal injury, migraine and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.